Event description:
It was reported that the entire system was explanted due to infection. Re-implantation was anticipated. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2938836-2018-09141.

Manufacturer narrative:
Additional information: the sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Interrogation of the device revealed it was above its elective replacement indicator (eri) when received.